Manufacturer narrative:
Contact at event site reported as (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the biomed was called in during the night for a technical issue related to the cs300 intra-aortic balloon pump (iabp). The iabp shut down when the a/c power cord was disconnected from the wall to get ready for transport. The nurses denied disconnecting the batteries and no alarms activated or messages were displayed. It was reported that the patient expired that morning. The patient code status had been changed to comfort care earlier that morning. The death was reported to be due to respiratory status, and was not attributed to the reported pump shutdown per the account. This report is for the iab used in this case. The iab was inserted the day prior in the cardiovascular cath lab. The iab was a sensation, however no other information was provided. There was no reported malfunction of the iab in this event.